Event description:
Female pt on vent wearing trials from ventilator on pulse oximeter (external). T-piece oxygen source knocked off by pt in 2007. Patient off o2 for 13 minutes 30 second, response/alarm delayed. Upon checking equipment, biomed found loose connection to back of oximeter at point of plug in of monitor cable despite fact piece was biomed checked on nineteen days earlier. No record of any incident(s) related to dropping of equipment or misuse by staff.